Event description:
Clinical study. It was reported 1420 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the patient presented with congestive heart failure. The index procedure treated the 90% stenosed 2.5x18mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre-dilation and the placement of a 2.5x24mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1420 days following the index procedure, the patient experienced acute exacerbation of chronic obstructive pulmonary (copd) disease and was hospitalized. Patient records reports hospitalization for heart failure, exacerbation of copd, and was treated with bipap and steroids. The patient was discharged five days later with no residual effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.